Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a hole in the tubing of one device resulted in sample leakage during collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-mar-2026. Investigation summary: bd received 51 samples and 6 photos for investigation. Evaluation of both revealed damaged tubing, which caused leakage. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure modes: damaged and leakage. Bd has initiated corrective and preventative action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a hole in the tubing of one device resulted in sample leakage during collection. No adverse impact was reported regarding the patient or user.